Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the balloon loss of pressure may have been caused by the user overinflating the balloon during the procedure. However, without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The root cause of the reported failure could not be determined. Should additional relevant information become available a supplemental MDR will be filed. UDI number: note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that after a mynxgrip vascular closure device was used for arterial closure following an interventional procedure, an active bleed was observed. The bleeding started after the procedural sheath was removed. It was reported that during prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. Resistance was not felt while inserting the device and there was no resistance while pulling back. Manual pressure was held for 30 minutes or less to achieve hemostasis. When the device was removed it was noted that the balloon had ruptured due to possible over inflation. The patient condition was described as good and hospitalization was not prolonged as a result of the mynx event. Stick location - femoral sheath size - 5f.